Event description:
Unit inserted via saphenous vein ib=n six day old, 8 week premature frmale infant on 6/8/93 at approx. 400 p.m. On 6/12/93 unit became occluded. Urokinase infused through line to restore patency which appeared to be successful initially. On 6/13/93, however, more difficulty was noted, and line was capped at that time with heparin lock. On 6/14/93 when changing dresing, it was noted that catheter had broken with only 5.5 cm proximal segment recovered. Echocardiogram revealed distal segment embolized to superior vena cava/right atrial areadevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: other, none or unknown. The device was destroyed/disposed of.